Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump experienced an issue with his keypad. In one instance he had to press the buttons to get a response. The customer's glucose level was not reported. The product is not being returned. Nothing further to report.

Manufacturer narrative:
The pump was received with intermittent button response due to light moisture damage to the keypad traces. The pump also had minor scratches on the lcd window, cracked battery tube threads, and a broken belt clip slot.